Event description:
Patient underwent vnus closure procedure for left leg vein ablation, and a stab phlebectomy concomitantly. A deep vein thrombus was detected at the saphenofemoral junction at 72 hours after the procedure. The patient was prescribed lovenox/plavix for 7 days, then coumadin, which the patient is presently taking.